Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 500 to 600 mg/dl. Blood glucose level near the time of the call was 585 mg/dl, which was treated with manual injection. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. The infusion sets and reservoir were replaced but were not returned for analysis.